Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. When the surgeon opened the foil of suture during surgery the suture was broken into pieces in the foil itself. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: * were there any patient consequences - no. * was surgery delayed due to the reported event? No. * was procedure successfully completed? Yes. * were fragments generated? No. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: the product was returned to ethicon for evaluation. The product received revealed that it was received, one labeled winding former with a suture outside its packaging that pertained to product code vp2304. Upon visual assessment of the winding former, it was noted that the suture was broken since had begun with the process of degradation. In addition, the time of exposure of sutures to the environment could not be determined. The foil packet was visually inspected, wrinkles and holes in the cavity were observed due to handling. Per the condition of the returned sample, the functional test could not be performed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.